Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted. The patient was discharged on plavix and aspirin. During a routine follow up transesophageal echocardiography (tee), a non-mobile, laminar thrombus was noted on the face of the closure device. A small, 2mm closure device leak was also noted. A computed tomography (CT) scan will be performed to further evaluate. The patient was put back on oral anticoagulation (oac).